Manufacturer narrative:
A medtronic representative reported that they found the reason for the alleged inaccuracy. The user of the system was selecting navigate projection which is why the instrument was showing 5cm too low on the axial plane. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Initial report from the site declined to provide patient identifier, age or weight. On 03/02/2016 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. Replacement device on order. System performed as intended. On 03/02/2016 a medtronic representative, performing additional trouble-shooting, reported issue could not be replicated. Pointer was working normally with cranial reference and with patient reference frame. On 03/18/2016 medtronic representative, following-up at the site, reported that after testing same pointer on spine phantom (medtronic) it was discovered that probe was accurate. Not able to replicate the reported inaccuracy situation. Pointer seems to be working normally on phantom tests. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, after 3d spin pointer, the surgeon alleged it was not accurate. After testing, it was found that navlock sharp tip was accurate, however, the pointer was not. The surgeon opted to continue the procedure and navigated using a navlock. In trouble-shooting, checked cranial reference on mayfield and navigation was tested on th3. After changing to spine refence and taking a new 3d spin, it was identified that the pointer was still inaccurate. Camera showing geometry at 0.31. After a second 3d spin, the surgeon used navlock and that showed normal accuracy. Pointer inaccuracy was approximately 5 centimeters. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.